Event description:
It was reported that when the device was opened and connected it did not work, in order to complete the procedure the surgeon use a backup competitor device. No patient injury or other complications were reported. Attempts were made to retrieve further information.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, during a shoulder arthroscopy, the pump failed: the touchscreen would not work, so the pump was unable to start once the tubing was connected. A s&n back-up device was available to complete the procedure without any delay. Neither patient injuries nor adverse consequences were stated.